Event description:
Per report, during a transcatheter aortic valve replacement procedure, after the 26mm sapien valve was deployed in a 50:50 position in the aortic annulus, the patient had vt/vf [ventricular tachycardia/ventricular fibrillation]. The patient was shocked several times and CPR and cpb were initiated. An aortic root angiogram revealed that the left main (lm) artery was open, but the mid left anterior descending (lad) artery was occluded. The patient had moderate to severe perivalvular leak (pvl). The sapien valve was post dilated and a selective lad shot was taken after initiating cpb. The lad spontaneously opened with full flow and the patient's hemodynamics stabilized. The patient left room alive and off life support, with a moderate to severe pvl.

Manufacturer narrative:
Additional information provided by the clinical specialist: there was severe aortic valve calcification, and mild calcification of the aortic root and sinus of valsalva (sov). The calcified sinotubular junction (stj) measured 25.4mm and the ef= 45%. The image intensifier angle and the coaxial alignment were noted to be good. During deployment there was no loss of pacing capture and the patient's ventilation was held for the recommended amount of time. Post deployment the sapien valve was 50:50. The cause of the reported events was not known. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transaortic valve replacement (tavr) procedure, include, but is not limited to, coronary flow obstruction/transvalvular flow disturbance. Cine and tee images of the procedure were provided by the site for review. The images were reviewed by an edwards' physician and the following observations were made: observations: cine - severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mitral annular calcification [mac]. Fair coaxial alignment with medial bias of the delivery system and the valve. The valve was positioned 50:50. During deployment the valve forth-shortens 10%, and moves aortic 4 mm. Post deployment aortogram demonstrates aortic regurgitation [ar]. During deployment the patient's ventilation was held, and there was no loss of pacing capture. Selective left coronary angiogram demonstrates abrupt cut off at mid lad, with heart arrested. A 2nd left coronary angiogram demonstrates sinus tachycardia with timi iii flow of the entire lad. CT - the aortic annulus measured 30.3mm, the sinus of valsalva [sov] 34.3mm and the sinotubular junction [stj] 24.3mm. Impressions: anatomic risks factors for coronary artery obstruction include severe aortic calcification of the left aortic cusp and obliteration of the sov. Neither condition can be confirmed in this case [lack of pre- or intra-procedural tee]. Procedural risk factors include severe oversizing of the valve (=4mm), which did not occurred [26mm sapien in 25mm aortic annulus]. This clinical presentation is more consistent with either coronary artery spasm or embolism. The relatively rapid resolution of the coronary artery obstruction favors spasm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.